Event description:
It was reported that the right ventricular (rv) lead r-waves had steadily diminished to 2.8-4.0 millivolts over the prior year or so. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).